Manufacturer narrative:
Citation: abramowitz, yigal md et al. Impact of body mass index on the outcomes following transcatheter aortic valve implantation. Catheterization and cardiovascular interventions (2016) 88:127¿134 doi: 10.1002/ccd.26394 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the impact of body mass index (bmi) on the outcomes following transcatheter aortic valve implantation. All data were collected from a single center between 2012 and 2015. The study population included 805 patients (predominantly male, mean age 82.0 ± 8.8 years). Patients were implanted with either a corevalve (9.4%) or a non medtronic balloon expandable transcatheter bioprosthetic aortic valve (90.6%) (serial numbers not provided). Among all patient adverse events included: valve dislodgement, paravalvular leak (pvl), increased gradient measurements, valve-in-valve implant, myocardial infarction (mi), cerebral vascular accident (cva), transient ischemic attack (tia), bleeding, vascular complications, electrocardiogram (ECG) changes treated with permanent pacemaker implant, cardiogenic shock and cardiac tamponade. No additional adverse patient effects or product performance issues were reported. Based on the available information, these events may have been attributed to medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product.